Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a balloon in the silicone segment. Although requested there is no other event details provided by the customer.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of a balloon in the silicone segment was confirmed per picture received from the customer. It was observed per picture received from the customer that the silicone segment tubing had a ballooned bulge near the upper fitment. The root cause for this event could not be determined